Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: g1. Device history review: part# 07.702.016s lot # 4f53720 manufacturing site: werk selzach logistik, manufacturing date: 04.june.2024, expiration date: 01.june.2027, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a spinal fusion (l1) for vertebral fracture on (B)(6) 2025. In the surgery, spinal fusion was performed with prime fenestrated screw and cement kit. After the screws were inserted, the cement mixing was begun. When the lid of the mixer was opened and the monomer liquid was poured in, a strange cracking noise was heard when the lid was closed. When the handle was turned to stir, monomer liquid leaked out of the lid. It was determined that it was impossible to continue mixing, so the surgery continued using another new cement kit. Upon checking, it was found that the lid of the mixer was cracked and monomer liquid had leaked out. The surgeon mentioned that there may have been a problem with the way the lid was fastened. There was no harm to the patient. The surgery was completed successfully within 30 minutes surgical delay. No further information is available.